Manufacturer narrative:
Corrected information: unintended fragment implanted, dqx, investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that during a right leg lower extremity angiogram procedure with an approach cto microwire wire guide, the tip separated. The physician was trying to cross a highly calcified lesion in the popliteal artery. The wire went subintimal. It was now outside the artery. When the physician pulled it back, the tip separated. This left about 15 mm of the wire inside the patient. The physician did not attempt to retrieve it. The unintended section of the device remained inside the patient's body. The patient did not undergo any additional procedures and no adverse effects were reported due to this occurrence.